Event description:
An 8f angio-seal sts plus was selected for use following a pre-deployment angiogram, which revealed no anomalies. The device was deployed into a retrograde puncture in the common femoral artery. Several hours later, pulses were faint, and an ultrasound revealed vascular insufficiency. A post-deployment angiogram revealed that the punctured vessel was occluded with 100% stenosis. Surgical intervention was required to remove a mass that consisted of the anchor, collagen, and suture. The patient was discharged in recovering condition.

Manufacturer narrative:
As the product was not returned, our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.